Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, high capture threshold was observed on the right ventricular lead. Lead repositioning was attempted but the helix was unable to rotate. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. The reported event of inability to rotate the helix was confirmed. Visual inspection found the helix to be extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be retracted and extended. The cause of the inability to rotate the helix was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. Electrical testing did not find any anomalies. The reported event of unacceptable threshold was not confirmed.